Manufacturer narrative:
H3: device returned, evaluation summary: during co's investigation deflation measurements were performed, at an 8 atm inflation using standard contrast diluted to 50/50. The deflation time was found to be slightly above over product specification. Upon inflation of the returned device it was noted that the inner member bowed up away from the inflation notch. The balloon was removed from the shaft to perform measurements on the inflation notch. These measurements were found to be within product specification. Quality engineering has reviewed the complaint and performed a visual inspection of the catheter and detected mechanical damage to the entrance, septum and lumen wall of the balloon's inflation notch. The appearance of the damage resembles a deep gash or laceration perforating up through the inflation notch and the lumen material covering the inflation notch's opening. Therefore, the product was sent to scanning elctron microscopy (sem) for further testing. Sem revealed a longitudinal fracture running the length of the inflation lumen. The fracture most likely was initiated by pressures generated during the inflation or deflation. Trending analysis performed on catheters mfg in 1996 showed that this type of product issue occurs less than .001%. A review of the product's lot history record revealed no abberancies that could be related to this product issue. As part of co's quality control process all lifestream catheters are inflated to rated burst pressure and tested for leaks prior to packaging. Additionally, samples from each lot are tested to failure for rupture and tensile to verify the product meets all specifications. These measures are to ensure the rx lifestream dilatation catheter reaches the customer with the intended integrity intact. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure, the balloon could not be completely deflated. Several attempts to aspirate with the inflation device failed. An attempt to deflate the balloon with a syringe also failed. Ultimately, the device was withdrawn into the guiding catheter with the balloon partially inflated and the procedure was completed. The pt reportedly felt lasting chest pain during the procedure, however it disappeared several mins after the catheter was withdrawn from the anatomy.